Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine was staying in the extension tubing.

Manufacturer narrative:
The reported event was unconfirmed. The visual evaluation of the sample noted no obvious defects. The bag was filled with a methylene blue and water solution and the leg bag was able to intake through the inlet tubing and retain it in the bag as intended. The flip-flo valve of the bag was then flipped to allow the removal of the liquid from the bag, and the bag drained liquids as intended. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "pull to open bard®. Latex-free extension tubing. For use with male external catheters. Recommended for use with all bard® male external catheters. Directions for use: 1. Insert universal adapter connecting cone into end of male external catheter. 2. Measure distance to urine bag, and cut tubing if necessary. 3. Attach tubing end to inlet cone of urine bag. (Detach by rolling back tubing end from inlet cone)." Corrections: lot#, concomitant medical products, device evaluated by MFR.

Event description:
It was reported that the urine was staying in the extension tubing.